Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted anterior resection. According to the rptr: the stapler was fired and removed. The instrument anvil had separated from the stapler and remained in the pt's rectum. The surgeon did a procedure to remove anvil from the pt's rectum. The surgeon left the stapled anastomosis in place as the staples had fired and the leak test was negative. The anvil was removed with some difficulty but the anastomosis was complete and there was no leak nor was there any tissue damage. Add'l info was rec'd on february 8, 2011: the operative time was extended more than 30 mins.